Manufacturer narrative:
The authorized service personnel (asp) stated that the equipment had passed the warranty period, and the hospital declined service/repair of the device. Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Date of report: 29jul2021. There was no patient involvement.

Event description:
The customer reported that the ventilator cannot boot up. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.